Manufacturer narrative:
H3: the pump was retuned, and analysis found a corrosion and/or wear and/or lubrication, and a stall due to shaft - bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 26-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 2500 mcg/day) via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the patient was admitted to the intensive care unit and operating room with his pump alarming.  The patient was having underdose symptoms and withdrawal symptoms.  The patient was extremely agitated and visibly shaking.  The pump was stalled. The patient's family member had indicated that it ¿started¿ on (B)(6) 2021.  The pump was alarming at the time it was interrogated before surgery.  The logs confirmed that the pump stalled on (B)(6) 2021,  and (B)(6) 2021 with recovery a few hours later. The pump stalled again on (B)(6) 2021 with no record of recovering. The pump had been stalled for 158 hours.  The pump and complete catheter were explanted and replaced.  It was noted that there was no flow initially from the catheter upon aspiration. The catheter was occluded.  The healthcare provider had discarded the catheter.  The pump was turned down from 2500 mcg/day to 1000 mcg/day.  The issue was resolved.  The patient was without injury regarding their status as of (B)(6) 2021.  The pump was planned to be returned to the manufacturer.  The logs and patient printout was to be returned with the device.  Environmental/external/patient factors that may have led or contributed to the issue were unknown.  The patient's weight and medical history were unknown or would not be made available.